Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, lot: 248203, inratio: 2.8. Last week: lab; 1.5. Date: (B)(6) 2012, 248203, 5.4, re-test: 6.2, re-test: 5.7. Date: (B)(6) 2012, 272315, 4.2. Re-tests were performed on fresh fingers, minutes apart from each other. Pt self tester recently stopped taking antibiotics one week ago and cannot give exact date or name of medication. Physician instructed pt to increase his coumadin dose based on lab result (last week result). Pt did not follow dr's instructions and continued to take his regular dose of coumadin.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 5.4, 2nd inr: 6.2, 3rd inr: 5.7, 4th inr: 4.2, mean: 5.38, sd: 0.85, %cv: 15.81. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. User reported add'l inratio result (2.8 inr) obtained on (B)(6) 2012 and a lab result of 1.5 obtained a week prior to (B)(6) 2012. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than the instrument influencing the results. For this reason, no further comparison analysis of this reported result is appropriate. In-house therapeutic donor testing has been performed on reported lot# 248203. (B)(4). All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio tests revealed that test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. Reported lot# 272315, is not a valid lot number. Lot# 248203 was used after the stated expiration dating (expired 01/2012) and cannot be ruled out as a cause for the unexpected results. The last testing performed on the lot prior to expiration met both accuracy and precision criteria. Corrective action not required at this time.